Event description:
It was reported that the patient was admitted to the hospital after a lead integrity alert (lia) triggered on the right ventricular (rv) lead for high rate non-sustained (hr-ns) episodes, sensing integrity counter (sic) and noise. The rv lead was reprogrammed and the issue was resolved. No patient complications have been reported as a result of this event.